Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via telephone call that the customer was hospitalized with a high blood glucose of 400 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The hospitalization was caused by gastroparesis and diabetic ketoacidosis. The customer was treated with morphine and nausea medication. The insulin pump alarmed for a button error and the error could not be cleared. The customer will discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump be replaced and returned for analysis.